Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 18-nov-2022. Investigation summary: one open 32g x 4mm pen needle sample and three photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and photos and a broken non patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the cannula broke. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about the needle npe breaking off during use. According to the user's report, the needle npe broke off and a broken needle was trapped into the rubber part of the pen.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the cannula broke.there was no report of patient impact.the following information was provided by the initial reporter, translated from japanese to english:this is a report about the needle npe breaking off during use.according to the user's report, the needle npe broke off and a broken needle was trapped into the rubber part of the pen.